Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, oversensing, and noise due to a confirmed fracture. During explant, there was a spot of visible wear just distal to the suture sleeve that was also visible on the pre-procedure x-ray. The lead was partially explanted, cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; proximal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.